Event description:
Ous MDR - after an implantation period of about 5 months, it was reported that this system was explanted due to erosion and suspected infection. Reportedly, the patient exhibited with a hematoma approximately one month post-implant. The hematoma site was drained; however, the patient returned approximately three months later with evidence of lead erosion and infection. The provided explant and event dates are chronologically impossible, so they will not be added to this report.

Manufacturer narrative:
An erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.